Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a set of 4 medium pads were giving a low flow rate of 1.2 lpm and that the pads did not feel cold to the touch. The target temperature was 35.5 c, the patient temperature was 35.9 c, the water temperature was 20.9 c. Per troubleshooting, the pads were disconnected and reconnected which did not result in any improvement in the flow rate. The pads were then emptied and disconnected. The device was placed in manual mode. In manual mode, the flow rate was 1.7 ipm, the inlet pressure was -7.0 psi with only the fluid delivery line attached. The pads were then connected one at a time. The readings were as follows: left chest (1.9, -7.2), right chest (2.0, -7.1), right thigh (fluctuated from 0.6-2.4 lpm and -6.5 to -11.2 psi even when connected to another spot on the fdl). The right thigh pad was disconnected and it was found that the left thigh pad was giving a flow rate of 0.6 lpm, and the ip was -7.2 psi. The set of 4 medium pads were swapped with a second set of medium pads and therapy was able to resume on the second set of medium pads after the first arcticsun device was swapped with a second arcticsun device. Therapy continued on the second set of medium pads and the second arcticsun device without any further issues.